Event description:
The subject device was sent to olympus for maintenance with no complaint. During inspection and testing, it was found that the distal end had a crack and the acoustic lens was damaged and partly detached. There were no reports of patient harm associated with this event.

Manufacturer narrative:
During inspection and testing, it was found that the distal end had a crack caused by physical stress and, the acoustic lens was damaged and partly detached due to physical and/or chemical stress. In addition, due to detachment of the acoustic lens, insulation resistance value did not meet the standard value, the scope body was scratched due to handling, the suction cylinder had discoloration due to handling, paint on the air/water cylinder was peeled due to deterioration caused by stress from reprocessing, there was a leak due to deformation of the scope connector, and the image was defective with missing elements due to damage on the ultrasonic probe. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. The event can be prevented by following the instructions for use (IFU) which state: warning: never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.